Event description:
A (B)(6) male pt contacted zoll customer support to report that the pt's device was alarming with service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation, the j702 connector (trunk cable connector) was broken inside the distribution node. The cause of the code 204 is a disruption in communication between the electrode belt and monitor. The cause of the disruption in communication is the damaged j702 connector. The cause of the damaged j702 connector was unable to be positively determined, but was likely excessive force placed on the trunk cable. The source of the excessive force cannot be positively determined. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.